Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received stated that the patient needed some reprogramming after experiencing ramping up to full strength (as previously reported). After reviewing features, the manufacturer's representative (rep) was unsure whether the patient was using stimulation successfully with adaptivestim disabled but was going to meet with the patient. The rep. Met with the patient and was unable to replicate the change in amplitude when she lay down and it was too strong; the rep. Was unsure if the patient was setting/resetting amplitudes and positions improperly. It was noted the sensor was displaying correct body positions and the patient was receiving great paresthesia overlap and pain relief from the stimulation. New programs were recreated and recalibrated for those positions and the patient was pleased with the adjustments/improvements that were made. After meeting with the patient it was reported that patient had a 50% or greater symptom reduction, was doing well, and therapy was effective.

Event description:
It was reported the patient was having an issue with adaptive stimulation. A day prior to this report the patient switched to their program to group c with adaptive stimulation and the numbers they had programmed for the positions were not there. The patient tried to reset their position and the numbers were not ¿sticking.¿ the first two times the patient tried to reset the number they were jolted at a level ten and the third time they tried to reset the number they were jolted at a level 11. When the patient turned the stimulation down to zero they were jolted. The jolts were very painful and the patient did not want to try resetting the numbers again. The patient had contacted a manufacturing representative the day of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.